Manufacturer narrative:
Investigation summary: eleven samples where received for quality investigation. The customer reported the failure modes of leakage, air bubble / air in line, foreign matter and tubing kinked. The customer complaint of leakage and air bubbles / air in line could not be verified by visual inspection and testing. During the testing the samples received were primed and fluid pushed through the samples, using a needless syringe, to determine if any air in line / bubbles appeared and if there was any leakage noticed throughout the assembly. There were not indications of air in line / bubble or leakage. The customer complaint of foreign matter and tubing kinked was verified by visual inspection. Visual inspection of the samples received showed signs of a foreign matter covering the inlet and outlet ports of the filter. In addition, kinked tubing is witnessed near the inlet and outlet ports of the filter, however, the kinks did not cause any occlusions of the fluid path. A device history record review for model 20350e lot number 20086186 was performed. The search showed that a total of 6,603 units in 1 lot number was built on 24aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the leakage and air in line complaints could not be established because the failure could not be replicated. The root cause for the foreign matter complaint is an excessive amount of epoxy used at the union between the tubing and the filter inlet and outlet ports causing for a cloudy appearance. The root cause for the kinked tubing is that the units were packaged before allowing for sufficient time for the epoxy to dry causing the kinks seen in the samples. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port leaked, another had air in the line, one set had kinks in the tubing, and another had noticeable "cloudiness" in it. The following information was provided by the initial reporter: "some, not all, of the sets appear to be leaking/taking in air from the bonded area connected to the filter entry port. Some of the sets appear to have a noticeable cloudiness/kink at the connection."